Event description:
The patient's family member reported two events that required treatment for hypoglycemia. The suspect device was used to test patient's blood glucose and on the first event a result of 521 mg/dl was obtained. Meds were taken and emergency medical technicians were called. The emergency medical technicians tested patient's glucose at 32 mg/dl. On the second event, the suspect device result was 149 mg/dl and when emergency medical technicians were called they tested patient's glucose at 29 mg/dl. Patient was also taken to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for eval.